Event description:
Additional information was received on 02/28/2016 from a company representative (rep) indicated as far as she knew therapy resumed and there had been no additional issues.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (10mg/ml at a dose of 3.596 mg/day), bupivacaine (7.5 mg.ml at a dose of 2.6974 mg/day) and clonidine (625 mcg/ml at a dose of 224.78 mcg/day) via an implantable pump for. The patient's medical history included non-malignant pain. The patient's concomitant medications were not included. On (B)(6) 2015, the patient reported having a change in symptom control. They were unable to aspirate from the catheter during a catheter access procedure. The patient was sent for an isotope study and it showed the dye never left the pump and never reached the subarachnoid space. There were no noted reservoir volume discrepancies. On (B)(6) 2016, the patient was scheduled for a catheter revision. During the revision, the spinal segment of the catheter had good cerebrospinal fluid (csf) flow. They were unable to aspirate intraoperatively from "catheter access". The correct reservoir volume was noted. The hcp replaced the pump and pump segment of the catheter. Additional information has been requested regarding outcome, but it was not available at the time of this report.